Manufacturer narrative:
(B)(4).

Event description:
A customer reported to philips that a patient sustained 3 blisters on the left arm after an MRI examination with an achieva 1.5t mr. The patient was positioned head first supine and scanned with the quad head coil for a brain examination.

Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used. It is concluded that the injury on the left arm is caused by insufficient distance between the third party monitoring leads/cables and the patient¿s arm. Only sheets were used as padding which is not enough to ensure sufficient distance. In this case several contributing factors were observed that contributed to the severity of the injury: - the patient was fully sedated, i.e. Hampered thermo-regulation and not able to contact the operator . - the patient was completely wrapped in blanket and sheet - 7 scans on high sar were observed. - no padding was used to prevent skin-skin contact (between left arm and body). - no padding was used between patient and bore wall (it was stated that the patient was potentially in contact with the bore wall close to the affected area) (B)(4).

Event description:
A customer reported to philips that a patient sustained 3 blisters on the left arm after an MRI examination with an achieva 1.5t mr. The patient was positioned head first supine and scanned with the quad head coil for a brain examination.